Event description:
Customer reported problems with the buttons of the insulin pump. Customer states that it won't allow her to bolus and change the reservoir. The blood glucose reading is 154 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, and cracked reservoir tube lip.